Manufacturer narrative:
Device has been received but investigation is not complete at this time. A follow up report will be submitted when add'l info is available.

Event description:
Info received indicates the pump leaked at point of connection. The leak was found after being put on pt. The leak was taped and pump was sent home with pt.